Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that saf-t-intima w/prn bl 22ga x .75in was damaged. The following information was provided by the initial reporter: on may 13, 2020 at 8:30 on needle to the patients, with 5% gs250ml intravenous drip, process smoothly around 9:30 notified to send operation, tube bed nurse to patients with indwelling needle lock, awaiting delivery center to send patients to the operating room, waiting for patient rounds during found that patients with indwelling needle lock residence bleeding, examination showed lumen needle lock parts fault, to immediately pull out indwelling needle, an injection pipeline lien again.

Event description:
It was reported that saf-t-intima w/prn bl 22ga x .75in was damaged. The following information was provided by the initial reporter: on (B)(6) 2020 at 8:30 on needle to the patients, with 5% gs250ml intravenous drip, process smoothly around 9:30 notified to send operation, tube bed nurse to patients with indwelling needle lock, awaiting delivery center to send patients to the operating room, waiting for patient rounds during found that patients with indwelling needle lock residence bleeding, examination showed lumen needle lock parts fault, to immediately pull out indwelling needle, an injection pipeline lien again.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9057744. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time.